Event description:
Per complaint (B)(4), a carrier and dental implant were stuck together and could not be detached during initial placement. The carrier could not be unscrewed. The implant and carrier came out together and a dental implant of a different size was used. The procedure was completed within the same visit. No adverse patient consequences were reported.